Manufacturer narrative:
(B)(4). The tip of the t25 obturator has been sheared off and is missing: cause unknown

Event description:
It was reported that the instrument would not engage the screw due to excessive use. There were no patient complications reported.